Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that was no difficulty implanting the occluder. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, patient's atrial fibrillation might be an attributed to the implant procedure but could not be conclusively determine. There is no allegation of malfunction against the abbott device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6) - catalyst ide study (B)(6). It was reported that on (B)(6) 2024 a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 14f amplatzer amulet delivery sheath. Left atrial (la) dimensions: orifice = 28mm, landing zone = 17-25mm. Heparin was administered. The patient's activated clotting time (act) levels was at 318s. No adverse event reported during procedure. At the end of the procedure, the patient went into atrial fibrillation and was cardioverted successfully to sinus rhythm. The patient status was stable.